Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system (ref# (B)(4)) lot 1120369 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd sars-cov-2 reagents for bd max¿ system indicated that the lot 1120369 was manufactured according to specifications and met performance requirements. Customer complained about a cov2 positive result for a patient sample for which the customer doubted the curve. The original sample was retested, and a new collected sample was tested, and both gave negative results. Customer provided run #1421, performed on instrument ct1710 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents for bd max¿ system instruction for use. Including the positive control, 8 samples in run #1421 gave cov2 positive results. All but one, a09, were strong positive results with low CT and high ep values for both n1 and n2 targets. Based on this analysis, bd presumed sample from lane a09 is the subject of the complaint, and analysis was focused on this sample. Manual pcr curve adjudication was performed with this sample. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Analysis of the pcr curve show a step dislocation in the raw pcr signal which could explain the positive result. Step dislocation was detectable in both fam (n1) and cy5 (n2) channels, although it crossed the threshold only in fam (n1). An isolated event from an unknown origin is suspected. Overall, bd was unable to confirm the exact cause of the customer¿s positive result, however no product issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents for bd max¿ system lot 1120369. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. The samples were recollected and repeated, and upon repeat were negative. There was no report of patient impact. The following information was provided by the initial reporter "customer problem: (B)(6) discrepant result".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. The samples were recollected and repeated, and upon repeat were negative. There was no report of patient impact. The following information was provided by the initial reporter. Customer problem: (B)(4) discrepant result.